Event description:
Prowater 180cm cardiac guide wire was utilized for pci. Under fluoroscopy, it was noted that the radiopaque marker had a mfg defect and there was a break in the continuity of the radiopaque marker. The wire was immediately removed from pt and a new wire was obtained; (B)(4).